Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 90% stenosed, de novo lesion in the right coronary artery (rca). The lesion was pre-dilatated with multiple non-abbott devices, and a 3.50x48mm xience skypoint drug eluting stent (des) was advanced, however it failed to cross the tortuosity and calcification. The des was removed with resistance from the anatomy, and a non-abbott device was able to cross the anatomy and successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.